Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the up arrow, down arrow, and ok keypad buttons have become increasingly unresponsive over the past 2 weeks. She noted that the buttons feel flat and do not click when pressed. The patient denied physical damage to the rubber keypad; reported that the pump is exposed to water in the shower; and stated that she carries the pump in her bra with a clip.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.